Event description:
Doctor who found the baby stated baby was pulseless and cyanotic with probe attached to foot and spo2 reading 95% saturation. Patient reportedly died. ECG was reportedly not being monitored because of baby's status, and heart rate was being derived from spo2 parameter. Low-high alarm limit of spo2 parameter was at 88% and 100%. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.